Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the printer and the usb-x were wired incorrectly. To resolve the issue, the technician rewired the printer and usb-x. The unit was tested, confirmed to be operating according to specification, and returned to service. In-service training is pending on the proper installation and wiring of the printer and usb-x. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue ip custom room rack was frozen and a technician injured their left shoulder while moving the rack. It is unknown if medical treatment was sought or administered.